Event description:
It was reported that, "the surgeon commented that the drill is due and needs to be replaced."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.